Event description:
Literature was reviewed regarding results of aortic valve repair for isolated severe aortic regurgitation. The study population included 127 patients who were predominantly male with a mean age of 55.6 years.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic simplici-t annuloplasty band.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: recurrent severe aortic regurgitation, aortic stenosis, stroke, peripheral embolism, major bleeding complication, and infective endocarditis requiring intervention.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: tamer et al. Late results of aortic valve repair for isolated severe aortic regurgitation. J thorac cardiovasc surg. 2023 mar;165(3):995-1006.e3. Doi: 10.1016/j.jtcvs.2021.04.011. Epub 2021 apr 16. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.